Manufacturer narrative:
Embozene color-advanced microspheres come in 10 calibrated size specifications for different uses based on indications and anatomy. Through additional interviews with the physician, it was determined that the doctor used bead-sizes too small for this particular indication (250 micron). The physician has subsequently moved to 400 micron sized beads, and reports adverse effects have been eliminated.

Event description:
Physician reports that of 12 cystic fibrosis patients treated for hemoptysis using embozene microspheres, approximately 60% experienced pain and 30% displayed microembolization/desaturation. No individual patient information available. All patients recovered completely, except for one patient who continues to have minor breathing difficulties.